Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, operating on a pt with a direct anterior hip approach. The right broach handle broke while trying to reattach to broach while in the pt. We spent about 20 minutes trying to get the broach out. We finally gerryrigged the broken piece to make the handle of clamp lock and able to get broach out.